Manufacturer narrative:
The reported complaint of a leaking glycol coolant fluid on the thermogard ivtm system (serial # (B)(4)) was confirmed during visual inspection. The root cause found was due to a unscrewed screw found under the cooling engine that belong to the glycol reservoir. The screw was placed and tighten to remedy the reported leak issue. There was no physical damage observed but glycol coolant was presence under the thermogard console, thus confirming the reported complaint. After service completion, the thermogard ivtm system was tested and passed all functional tests. The thermogard system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During shift check, customer reported that the thermogard console (serial # (B)(4)) was leaking prolpylene glocal into drip pan and on the floor. The coolant level was low. No patient involvement.